Event description:
The customer reported that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The emergency stop switch was replaced during the service call. The sys was tested and found to be working as intended and put back into service.